Event description:
It was reported by the sales rep that the device was used during a laparoscopic gastric bypass. It was reported that original cartridge was okay. During the second and third firing staples were not formed properly. There was no consequence to the patient.